Manufacturer narrative:
H4: the lot was manufactured from august 15, 2019 - august 16, 2019. H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed evidence of bladder rupture. The reported condition was verified. The exact cause of the condition could not be determined, however the probable cause is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on a small volume folfusor burst during filling. The device was filled with 5fu. There was no patient involvement. No additional information is available.